Manufacturer narrative:
Patient information is unknown. Date of event: unknown. Implant date: unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone and email address were not reported. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a post-operative visit on or about (B)(6) 2018, it was found that one of the two biomedical enterprises staple (bme staple) was broken. Bme staples were implanted on an unknown date. Revision surgery will be scheduled. Patient outcome is unknown. This is report 1 of 1 for (B)(4).